Manufacturer narrative:
The lens was inserted and removed. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a pcb00v 19.5 diopter intraocular lens (iol) was noticed damaged/cracked after implantation. Therefore, the doctor enlarged the incision site about 2.4mm to remove the lens. A back up lens of the same model and diopter was implanted thereafter. Reportedly, the operation was delayed about 30 minutes, the doctor only used balanced salt solution (bss) during preparation, and the replacement lens remains implanted. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/19/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was fully advanced and locked as product preparation required. There was no assembly issues identified. All the component parts were correctly assembled and without damage. No viscoelastic residue was observed inside the cartridge. The lens was received out of the device and no damage was identified. The complaint reported was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.